Manufacturer narrative:
A probe sample was not returned for the probe not working. A device history record review for the final lot was conducted. The product was released based on the product¿s acceptance criteria. Because a sample was not returned and the lot information indicates the product was released based on the product¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Date for smdr #1 is 03/03/2016 and not 03/04/2016 as previously indicated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomy probe did not work during a vitreoretinal procedure. The product was replaced and the procedure was completed without harm to the patient. A product sample has been requested for this event.